Manufacturer narrative:
Because the event was reported to bci many days late, troubleshooting was not performed. The customer had replaced the electrode prior to service arriving. The six months on-board life of the electrode had expired. An expired electrode is a root cause for the event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glucm) result of 18 mg/dl generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced higher results of 114 and 111 mg/dl, which were reported. There was no effect to the patient or the user.